Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. Note: the test strips lot number is unknown, therefore, the manufacture date is unknown.

Event description:
Customer reported that she received "frozen test strips". Customer further reported experiencing symptoms that were described as "high readings", "sugar is running high for several blood tests, damaging arteries in her body." Medical survey was not completed because customer declined to continue troubleshooting. Customer reported that she sustained an unspecified injury related to this issue. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This event involves a delivery issue. No further investigation will be conducted since the test strips were exposed to 0 degree celsius (32 degrees fahrenheit). The label copy instructs to store test strips between 40f and 86f and avoid exposing test strips to extreme temperatures.